Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Vessel perforation: the cause of the injury was not determined due to insufficient clinical details. Hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that while the patient was in cath lab post impella placement, a hematoma was noted at the access site. Manual pressure was applied by the cath lab nurse. The reaccess port was used to perform angiogram of femoral artery which showed small perforation and lack of flow below impella site. A surgeon had already been consulted for impella 5.5 placement and staff was preparing operating room for patient. The surgeon was notified of the angiographic findings and indicated plans to perform surgical cutdown and vessel repair in the operating room. One unit of prbcs was administered. Surgeon had utilized ultrasound and cook needle for access although stuck more than once so the injury was attributed to the initial stick. Patient was transferred from cath lab to operating room for 5.5 placement and cp explant. The patient survived the procedure and is currently stable.